Event description:
During a pulmonary vein ablation procedure, the physician noticed that catheters were unable to pass through the agilis sheath. Physician tried to exchange sheath, but was unable to pass a wire through the sheath pass the handle. A second attempt with the sheath's dilator was also unsuccessful due to resistance at the same position. Upon inspection of the sheath, I was noted to have blood oozing through the sheath's handle. Physician attempted to aspirate the sheath and had continuous air bubbles. Decision was made to stop procedure.